Event description:
New mortara treadmills stop spontaneously posing a hazard to cardiopulmonary rehab patients. Mortara rep notified and staff came to investigate and treadmills put back in service. Problem persists despite mortara looking into the matter. We are concerned about the potential hazard of our brand new treadmills stopping spontaneously.